Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-12134. It was reported the patient experienced a burning sensation at the ipg site and his groin. The patient felt power surges and over stimulation from his scs system. The patient experienced problems trying to charge the scs ipg. The scs system was explanted.